Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding burn damage in the hydro chamber during the preventive maintenance (pm) of a 2008t hemodialysis (hd) machine. It was also reported that water began ¿spurting¿ from the vent line. During follow up, the biomed confirmed these reported details. Reportedly, the heater rod overheated and burnt the interior of the bydro chamber. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There was no burning smell, smoke, or flames. To resolve the reported issue, the biomed replaced the hydro chamber. After the repair, the biomed calibrated the machine pressures and temperature, and the 2008t hd machine was returned to service. No sample was available to be returned for evaluation.